Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-06570). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in clinic due to a patient notifier for eri. Premature battery depletion was observed. The device was explanted.